Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok and down buttons have become intermittently unresponsive gradually over the past few months and have gotten worse. Reporter denies trauma to keypad, no peeling or tears, and is still able to navigate through pump safely. The pump is worn in a pocket using a protective skin. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the contrast button was found to be intermittently responding to presses. The contrast button has no effect on the pump's insulin delivery function. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the audio bolus button was found to be missing and the bolus button was found to be inoperable. The damage bolus button will allow contamination to permeate the button contact negatively impacting the button function. The missing button should be obvious and detectable to the user and should alert the user to discontinue use of the product.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.